Event description:
It was reported that stent dislodgement occurred requiring intervention. A 6.0 x 40 x 75cm express ld iliac / biliary stent was advanced to treat the previously stented superior mesenteric artery. However, during the procedure, the stent came loose on the balloon and came off of the catheter shaft. The lesion was rewired and the loose stent was entrapped with a non-boston scientific stent. There were no patient complications reported and the patient was expected to fully recover.